Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized for ten days which ended up in cardiac arrest. As stated by the reporter, there were multiple causes of death - including diabetes; cardiac arrest was the end situation. The customer was hospitalized ten days prior to passing. The caller refused to answer any other questions and stated that rest of the information should be obtained from the doctor that's on the customer's file. No further information is available at this time.